Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a button alarm occurred. The customer's blood glucose was reportedly over 300 mg/dl. Reportedly, the customer removed the pump from the case and cleared the alarm. The customer was able to resume insulin delivery successfully. It could not be verified if the button was being pressed in order to cause the button alarm.